Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. No functional issue was noticed related to the cautery. No damage was found on the surface. There was no loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation. Instrument and accessory is available for return. Photograph and images are available for review.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. For clarification, the customer complaint was "insulation film peeling off (damaged cautery wire (monopolar)".fa, found the instrument to have a derailed grip cable. The instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. The instrument failed the intuitive motion test. The instrument had limited motion. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had the insulation film peeling off. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineering. The following additional information was provided: "it¿s hard to tell and the picture gets blurry when we zoom in. The instrument will need to be returned for us to learn more."